Event description:
Patient had a heartmate ii lvad (left ventricular assist device) implanted last summer. It stopped functioning nine months later and the patient was taken to the or for replacement. Pump thrombosis was noted. The cause of the pump thrombosis is not known.